Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant was implanted into the patient on (B)(6) 2011 and a obtryx implant was implanted into the patient on (B)(6) 2011. The patient experienced complications and nonsurgical treatment. Device 2 of 2. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; pain inter; inab inter; diff bowel; rec incont; aggrav incont; psych; boston scientific received an additional information on 07jul2022 as follows: note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a vaginal hysterectomy, anterior and posterior vaginal repair, sacrospinous colposcopy, sub-urethral sling and cystoscopy procedure performed on (B)(6) 2011 for the treatment of vaginal and uterine prolapse and urinary incontinence. During the procedure, the obturator foramen was located during the procedure after a 1 cm incision was created in the anterior vaginal wall. After that, an obtryx mesh was implanted through bilateral incisions above the pubic rami. A 2-0 vicryl was used to stitch the vaginal wall. Additionally, lignocaine and adrenaline fluid were given during the fascia over the rectocele's dissection. Over the rectocele, a midline incision was performed. The rectum was then cut apart. The vaginal wall was sutured with 2-0 vicryl, and the rectocele was plicated. A vicryl 2-0 was used for perineorrhaphy, and a skin rapide 2-0 subcuticular was completed. There was no rectal puncture reported. The patient experienced complications following the procedure. Back pain, vaginal pain, pelvic pain, perineal pain, anal pain, rectal pain, groin pain, dyspareunia, constipation, and an unidentified mental, emotional, or behavioral problem are among the symptoms of the patient.

Manufacturer narrative:
Block a1: (B)(6). Block b3 date of event: date of event was approximated to (B)(6) 2011, implant procedure date, as no event date was reported. Block h6: patient codes e1405, e2330 and e0206 capture the reportable events of dyspareunia, pain and unspecified mental, emotional or behavioural problem impact code f12 has been used in the light of this patient had filed a legal claim for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant was implanted into the patient on (B)(6) 2011. Obtryx implant was also implanted into the patient on (B)(6) 2011. The patient experienced complications and nonsurgical treatment. Device 1 of 2 patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; pain inter; inab inter; diff bowel; rec incont; aggrav incont; psych.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.